Event description:
This is a spontaneous case report received from a non-health care professional in united states on 17-feb-2016. It describes the occurrence of pregnancy in a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. The day she was implanted with essure was horrible. It took like two minutes but felt like two years. It was very painful so that the nurse had to hold her down and all she could think of was that she was in pain. She was hurting really bad and the doctor said that it will last a few days but prescribed her medication for the pain, hydrocodones 10/500s. Since then it was an ongoing pain, bleeding down her legs, hurt while intercourse, abnormal periods, tired all the time and she would never be the same. She has gone through lots of test, no cancer, no other problems but she was going to have a hysterectomy to remove the device in about a week. She has had several miscarriages. Follow-up received on 14-apr-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had ongoing pain (interpreted as abdominal pain), bleeding down to her legs and was going to have a hysterectomy in a week. She also had several miscarriages (pregnancy with essure assumed). These events are serious due to their medical importance. Only the miscarriages are unlisted in the reference safety information for essure. Abdominal pain and bleedings may occur during essure therapy. Since no alternative explanation was provided, a causal relationship with essure cannot be excluded. Since there is no information regarding the time lapse between essure insertion and onset of pregnancy, a causal relationship with essure cannot be excluded (device ineffective). In contrast, although the gestational age was not provided, since in most of the cases, the miscarriage is due to chromosome abnormalities or gross morphological malformations, these miscarriages are assessed as unrelated to essure inserts. This case is regarded as incident since an intervention is planned. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. Further information (pregnancy questionnaire) was not requested since contact details were not provided.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.